Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for gastrointestinal/pelvic floor. The hcp reported an error code, adding seeing an elective replacement indicator (eri) low battery message. It was alleged that the battery did not seem to last very long. No symptoms were associated with the event. No cause, interventions, or outcome were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.